Event description:
It was reported that the atrial lead exhibited loss of sensing. The lead was sensing in the ventricle, a chest x-ray confirmed the lead was dislodged. The lead was repositioned successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.